Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 578 mg/dl. Customer other blood glucose value was 383 mg/dl. Customer also reported insulin flow block alarm. Customer assisted to perform 5.0u fill test and found insulin exited. Customer was able to remove the set and examine cannula was bent. The customer experienced symptoms such as vomiting and heart racing. The customer was treated with insulin pump, syringe and during hospitalization treated with insulin drip. The device will not be returned for analysis.